Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a percutaneous coronary intervention with a 6f sheath. Reportedly, the suture felt stuck. The device was unable to be removed after the suture was delivered. The device was pulled against resistance to remove; however, no damage was noted. Another prostyle device achieved hemostasis with no bleeding seen yet a small amount of vessel ooze was observed. Manual compression was held for a few minutes per routine practice. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. Based on the reported information the difficulties are related to the circumstances of the procedure. In this case, it likely the anterior foot caught tissue or suture during closure leading to the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.